Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted. No patient harm was reported. Investigation summary: it was connected to an uninterruptible power supply (ups), but it tested good and the battery was not low. Technical support (ts) suggested to send in the logs for review, but the bme declined. The customer later reported that there were no issues at the time. Root cause: could not be determined. No further investigation is required. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/19/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 02/12/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: 02/13/2026 called the bme team for the information in the ni list above: the bme replied, stating that there were no further issues documented since the initial report. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 . Attempt # 1: 01/19/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 02/12/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: 02/13/2026 called the bme team for the information in the ni list above: the bme replied, stating that there were no further issues documented since the initial report.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted. No patient harm was reported.